Manufacturer narrative:
The complaint sample was inspected and analyzed. It was noted that the association loop split & frayed confirming the reported condition that the association loop had split, but did not detach. The evaluation also revealed that the mesh assembly/sheath had been cut (sheared). A sharp object may have been responsible for the cut of the mesh assembly/sheath. The most probable cause for the cut to the mesh assembly is it was cut to help in the removal of the device after the association loop split. (B)(4).

Event description:
The complainant reported that the clinician was implanting an obtryx system-curved sling in a (B)(6) female pt on (B)(6)2009. According to the complainant, the association loop broke off during the implant of the device. Additional info received from the facility reported that the association loop broke, but did not detach. The clinicians obtained another obtryx system-curved sling and successfully implanted the sling into the pt. This medwatch report was initiated upon the review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. On may 28, 2009, the evaluation of the returned device revealed that the dilator had split from the mesh assembly and the sheath had been cut.